Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown. Batch no.: unknown. It was reported patient experienced adverse reactions including arthralgia, arthritis, concussion, cough, drug hypersensitivity, drug ineffective, fall, fatigue, juvenile idiopathic arthritis, nasopharyngitis, off label use, rhinorrhoea, somnolence. Arthralgia v.23.1. Arthritis v.23.1. Concussion v.23.1. Cough v.23.1. Drug hypersensitivity v.23.1. Drug ineffective v.23.1. Fall v.23.1. Fatigue v.23.1. Juvenile idiopathic arthritis v.23.1. Nasopharyngitis v.23.1. Off label use v.23.1. Rhinorrhoea v.23.1. Somnolence.